Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shut down. The customer's blood glucose level ranged from 131-132 mg/dl. The customer continued to use the pump for insulin therapy. In addition, it was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.